Manufacturer narrative:
An event of device deformity was reported. The reported device deformity could not be replicated in a testing environment because the 18 mm occluder was not returned. It was identified that a 30mm septal occluder (B)(6) was returned, and it met functional specifications when analyzed under non-physiological conditions. No anomalies were found on the 30mm septal occluder. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity for the 18mm septal occluder could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 15 november 2024, a 18mm amplatzer septal occluder was chosen for implant using a 8f amplatzer trevisio intravascular delivery system. During procedure, when the physician tried to introduce the occluder into the delivery system, it deformed into cobra shape. The physician tried to take it back into the sheath a couple of times without success and replaced with a new 18mm amplatzer septal occluder. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.